Manufacturer narrative:
Unable to perform basic occlusion, occlusion test, prime and excessive no delivery test due to cracked end cap. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a big crack on the right hand side of the up and down arrow scroll buttons. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.